Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received discrepant results between the cobas® sars-cov-2/influenza a/b assay and the quidel sofia influenza a/b kit. The customer currently uses quidel® sofia influenza a/b kit and wanted to start diagnosing using the roche cobas® liat® sars-cov-2/flu test (scfa). The customer stated they have not been using the influenza a/b results on the liat to diagnose and treat patients. The customer reported that they received potential false negative influenza b results for the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)) for three patient samples versus receiving influenza b positive results using the quidel sofia influenza a/b kit. Three patient samples ran on the cobas® sars-cov-2/influenza a/b assay that resulted sars-cov-2 negative, influenza b negative, influenza a negative when analyzed on the cobas liat system (s/n (B)(4)). The same sample for patient 1 was repeated and analyzed on the same cobas liat system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza b negative, influenza a negative result. The other two patients¿ samples were not repeat tested. Separate sample collections from the same patients were ran on the quidel® sofia influenza a/b kit resulted influenza b positive, and influenza a negative analyzed on the quidel® sofia. Patient sample was collected using nasal swab samples saline was used for two of the patients but no collection type was provided for the third patient. The customer confirmed there was no allegation of harm to the patient. The quidel sofia results were reported out to the patient and/or personnel treating the patient. Three (3) mdrs will be filed one for each sample as per FDA guidance. An investigation was performed which did not identify any product issue.

Manufacturer narrative:
No abnormalities were noted in the curves and no indication of incorrect analyzer performance. Review of package inserts for both the scfa assay and the sofia influenza a/b assay shows a difference in influenza b strains tested for, which may have caused the discrepancies. Different assays use different algorithms and may also target different regions or strains. As such, results with one assay may not be reproducible with a different assay. The limit of detection (lod) between kits shows the liat is much more sensitive. The 2 samples for each patient were collected separately for measurement on each platform. Differences in sample collection may contribute to the discrepant results. As per the scfa method sheet, due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies in their laboratory to qualify technology differences. One hundred percent agreement between the results should not be expected due to aforementioned differences between technologies. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)